Event description:
A facility representative reported with a description of intraocular lens (iol) haptic broken/torn/missing. Additional information has been requested, received and stated the haptic was broken and the issue was noticed during loading/priming/reloading and did not have patient contact.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).